Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1955. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with cefipime 2 grams (route and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as the patient did not clean the specified area prior to starting pd therapy. The patient was discharged from the hospital on an unreported date. On an unreported date, the pd catheter was removed and pd therapy was discontinued. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available.